Event description:
It was reported that a patient implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock while sleeping. Following the event, troubleshooting activities were performed. A provocation test was conducted with the patient in multiple body positions. Noise was reproducibly observed on the primary sensing vector, particularly during extreme rotation of the upper body to the left or right. The same noise could not be reproduced on the secondary or alternative sensing vectors. The device was temporarily reprogrammed to the secondary sensing vector. Chest x-rays were obtained and forwarded to technical services (ts) for review. Ts reviewed the available data and identified two untreated episodes and one treated episode, all attributable to non-physiological artifacts. Ts discussed potential contributing factors and recommended system replacement. At this time, the electrode remains in service. No adverse patient effects were reported.